Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire ptfe coating was peeled/scrapped off near the proximal end. The guidewire nitinol proximal section and distal tip had uneven swelling. During functional evaluation, using a demo microcatheter and a torque device, no resistance was observed and the guidewire torque was smooth. Based on the information currently available the exact cause for the reported and analyzed event cannot be determined.

Event description:
Analysis of the returned device revealed that the guidewire polytetrafluoroethylene (ptfe) coating was peeled/scraped off. There was no reported patient consequences associated with this event.